Event description:
One patient sample with discrepant calcium results. Initial result 9.1 mg/dl, same sample repeated gave result of 10.1 mg/dl. The initial result was reported. The patient was not adversely affected. The field service representative determined the sample probe was partially clogged. The instrument was repaired.